Event description:
Pt alleges that he was incorrectly treated when he received a course of stereotactic radiotherapy treatment with a linear accelerator he describes as a "varian 600c novalis brainlab" during the (B)(6) 2010 time frame. He states that he has suffered significant injuries as the consequences of the treatment course.

Manufacturer narrative:
Although, the complaint is still under investigation and pt's allegations have not been confirmed, varian has determined that an MDR is appropriate due to this pt's allegations. Additional follow-up to this MDR is expected upon completion of the investigation.